Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a battery life issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 04/19/2016 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed evidence of a voltage drop resulting in an appropriate replace battery alarm. The pump successfully completed a prime sequence without issue or alarm. The pump¿s power draws were found to be within specification. Unrelated to the complaint, the battery cap showed evidence of moisture. The battery cap was able to secure properly to the pump. Leak testing revealed no leaks. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).